Event description:
It was reported that the ilet touchscreen became unresponsive and the user was unable to swipe to unlock despite multiple attempts, consistent with an unresponsive key/button on the touchscreen component; the user removed a screen protector and performed a restart without restoration of function and transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem in conjunction with a touchscreen input failure on the device¿s touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.